Event description:
It was reported that the (1) sw100 and (1) sw120 were used during a laparoscopic myomectomy procedure. It was reported by the rep that the surgeon did a practice firing of the instrument outside of the pt that worked fine. The surgeon later introduced the instrument into the pt, passed the needle through the incision in the myoustrium and brought the needle back through the loop while attempting to fire the knot, the cartridge disintegrated into several pieces that had to be retrieved. The surgeon said he did have tension on the suture at that time necessitated by the nature of the tissue being approximated. Pieces were retrieved and reconstructed to ensure all pieces were accounted for. The surgeon completed case by removing specimen and completing myoustrium closure through mini-laparectomy as was originally planned. There was an extended or time of twenty minutes.